Event description:
It was reported that during usage, the physician saw an air bubble in the subject balloon but continued to finish the procedure successfully. The subject balloon was successfully removed from the patient anatomy. After the procedure outside of the patient anatomy, the physician wanted to try to get rid of the air in the subject balloon and aspirated the air again. After that she inflated the subject balloon again with a mixture of saline and contrast (50:50). While trying to deflate the subject balloon with a 30ml syringe the balloon could not be deflated. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The guidewire was returned within its dispenser hoop. The reported lot number was confirmed from the returned packaging. There were no visual anomalies noted to the device. On functional testing, the device was partially inflated with difficulty, air filled the balloon, an attempt was made to remove the air, however this was unable to deflate. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, the physician check for air bubbles before the procedure began, the balloon was successfully inflated during preparation and the device was successfully deflated before removal from the patient. The device was returned and there were no visual anomalies noted. The balloon was difficult to inflate and only partially inflated and difficult to deflate. It is probable that the air was not sufficiently purged from the balloon prior to use, resulting in the air formation within the balloon during use. Once the balloon was removed the balloon was inflated and experienced difficulties in deflating. During analysis the balloon was difficult to inflate and deflate, it is probable that this may have been due to solidified contrast media within the inflation lumen/balloon, however this cannot be definitively determined. A probable assignable cause of procedural factors will be assigned to the reported and analysed events, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Subject device is not available

Event description:
It was reported that during usage, the physician saw an air bubble in the subject balloon but continued to finish the procedure successfully. The subject balloon was successfully removed from the patient anatomy. After the procedure outside of the patient anatomy, the physician wanted to try to get rid of the air in the subject balloon and aspirated the air again. After that she inflated the subject balloon again with a mixture of saline and contrast (50:50). While trying to deflate the subject balloon with a 30ml syringe the balloon could not be deflated. No clinical consequences were reported to the patient due to this event.